Event description:
Wire wouldn't advance filter properly, i.e., stuck 2-3 inches inside introducer. The introducer was cut below the stuck filter and a wire was placed to retain placement location. The remaining part of the catheter introducer was removed. Another system of the same make was successful in filter deployment to the targeted location.